Event description:
Had laser teeth whitening treatment. A gel like solution was applied to a mouth piece, placed into my mouth, then a laser-light- was placed touching my lips. Treatment lasted approx. 30 min. There was a tingling feeling in my lips. Tech said it was normal, it would go away. Well, it got worst with time, my lips started swelling to triple there size, this is 48 hours later and continue swollen and burned dry and white spots. I am concerned about this reaction. Should I seek the advice of a dermatologist or apply something to my lips? It is difficult to eat cold or hot food. I am allergic to iodine and seafood. The mouth piece had a bad chemical taste "unk". I just want to know what to do! Asap. Called the company and they were not very helpful. I understand that the product is safe, but I had a bad reaction that needs to be addressed. Dates of use: 2008, 30-35 minutes. Diagnosis or reason for use: teeth whitening.